Event description:
A device report from (B)(6) indicated a clinical study in (B)(6) reported. Patient was enrolled in a (B)(4) study and was implanted with expert tibial nail protect 09 cannulated nail and screws on (B)(6) 2011 for a left tibia fracture. On (B)(6) 2012, an exam revealed auto-dynamization and mal-alignment possibly related to device, possibly related to procedure, patient treated with: medication: metamizol, sultamicillin and was returned to the operating room for removal of the proximal screws, closed reduction and internal fixation with lcp plate. On (B)(6) 2012, the site reported that a screw broke with no involvement of the etnprotect device. This is two of three reports for this event.

Manufacturer narrative:
The device history records review could not be completed with a lot number. The investigation could not be completed, no conclusions could be drawn, as no product was returned.